Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly in (B)(6) 2016, the patient referred recurrence pain. In (B)(6) 2017 during revision surgery, there were soft tissue damage and cystic mass formation. Adverse local tissue reactions (altr) became apparent.